Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed and upon assessment, mild-moderate paravalvular leak (pvl) was reported. A balloon aortic valvuloplasty (bav) was performed and the balloon caught on the frame of the valve, causing the valve to dislodge out of the annulus. The valve was positioned in the ascending aorta. A second transcatheter bioprosthetic valve was implanted successfully. No adverse patient effects were reported.